Manufacturer narrative:
(B)(4). The hls tubing set advanced 7.0 has been sent to maquet for investigation. The sample was decontaminated. Visual inspection of the centrifugal pump has been performed. No abnormalities were found. The pump is movable and turnable. After cleaning the set with sodium chloride the pump has been connected to the cardiohelp. The test run was performed and the pump was turnable and movable, no abnormalities were found. Thus the failure could not be confirmed. The most possible root cause could not be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: "there was a pump malfunction and they primed another set and changed it out. No detailed description." (B)(4).